Event description:
Reporter alleged that a patient received a result of 587 mg/dl on inform system 1 compared back to back within 10 minutes of a result of 225 mg/dl obtained on a inform system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4).